Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. The device was received for evaluation. A visual inspection was performed and the ruptured bladder was identified. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture problem with no issues noted. The reported condition was verified. The cause of the reported condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling with unspecified therapy solution. There was no patient involvement. No additional information is available.